Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, the patient was referred to as a "baby." Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One used sample was received for evaluation. The sample arrived out of the pouch primed. Initial visual inspection showed no obvious defects. An in-house syringe filled with distilled water was attached to the female luer of the extension set. The syringe plunger was then manually depressed. This identified a leak from the bridge area of the filter housing. Visual inspection under a microscope showed that there was a crack running through the filter bridge. The reported condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a clearlink extension set leaked; resulting in a wet spot on the patient's bed. This malfunction occurred during infusion. Upon closer inspection, it was identified that there was a crack in the set's filter. The customer replaced the set and infusion was completed without further incident. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the problem could not be determined. Should additional relevant information become available, a follow-up MDR will be submitted.